Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient was seen post implant, the lead appeared to be pulled back. Lead dislodgement was confirmed via x-ray. The lead was explanted and replaced. Patient's condition was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomaly was found.